Event description:
It was reported that the pin collet was being tested at the user facility by a manufacturer¿s service technician when testing was aborted due to the pin whipping. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection the outer race and the balls in the bearing are missing.